Manufacturer narrative:
Bayer case number: (B)(4). Heavy period [heavy periods] chronic fatigue [chronic fatigue] loss of memory [loss of memory] speech difficulty [speech disorder] neurological disorders [neurological disorder nos] muscular pains [muscular pains] joint pain [joint pain] gynaecological symptoms [gynaecological examination abnormal] anxiety disorder [anxiety disorder] painful period [period pains] visual disorder [visual disturbance]. Ent disorder [ear, nose and throat disorder]. Case narrative: this spontaneous case describes the occurrence of heavy menstrual bleeding ("heavy period") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic fatigue"), amnesia ("loss of memory"), speech disorder ("speech difficulty"), nervous system disorder ("neurological disorders"), myalgia ("muscular pains"), arthralgia ("joint pain"), anxiety disorder ("anxiety disorder"), dysmenorrhoea ("painful period"), visual impairment ("visual disorder") and ear, nose and throat disorder ("ent disorder") and was found to have gynaecological examination abnormal ("gynaecological symptoms"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, amnesia, speech disorder, nervous system disorder, myalgia, arthralgia, gynaecological examination abnormal, anxiety disorder, heavy menstrual bleeding, dysmenorrhoea, visual impairment or ear, nose and throat disorder. The reporter commented: between 2002 and 2017, over 200,000 women had the implants inserted in france. 30,000 of them have had these implants removed since then. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jul-2025: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) heavyperiod [heavy periods] , chronic fatigue [chronic fatigue], loss of memory [loss of memory] , speech difficulty [speech disorder] , neurological disorders [neurological disorder nos] , muscular pains [muscular pains] , joint pain [joint pain] , gynaecological symptoms [gynaecological examination abnormal] , anxiety disorder [anxiety disorder] , painful period [period pains] , visual disorder [visual disturbance] , ent disorder [ear, nose and throat disorder]. Case narrative: this spontaneous case describes the occurrence of heavy menstrual bleeding ("heavyperiod") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic fatigue"), amnesia ("loss of memory"), speech disorder ("speech difficulty"), nervous system disorder ("neurological disorders"), myalgia ("muscular pains"), arthralgia ("joint pain"), anxiety disorder ("anxiety disorder"), dysmenorrhoea ("painful period"), visual impairment ("visual disorder") and ear, nose and throat disorder ("ent disorder") and was found to have gynaecological examination abnormal ("gynaecological symptoms"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, amnesia, speech disorder, nervous system disorder, myalgia, arthralgia, gynaecological examination abnormal, anxiety disorder, heavy menstrual bleeding, dysmenorrhoea, visual impairment or ear, nose and throat disorder. The reporter commented: between 2002 and 2017, over 200,000 women had the implants inserted in france. 30,000 of them have had these implants removed since then. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.